Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after customer delivered a 12 unit bolus, only 3-4 drops of insulin were observed. Tandem technical support (cts) informed customer that 12 units was the same as 0.12 ml which is a small amount of insulin. Customer declined cts's offer to perform a pump system check. There was no reported impact to customer's blood glucose. Although multiple attempts were made by cts to follow up to confirm there were no further issues, customer did not reply.